Event description:
The hcp reported that the patient had chemical meningitis. No specific symptoms were reported. The hcp was unsure if the meningitis was related to the pump system or not. The drug contained in the pump is unknown. No patient treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.